Event description:
It was reported that during a transcatheter heart valve procedure involving the evolutfx-29 valve and the d-evolutfx-2329 delivery system, an injury occurred to the ascending aorta while attempting to cross the sinotubular junction (stj) with the delivery system. The injury was confirmed through angiography, and there was extravasation from the ascending aorta. Unfortunately, the patient diedon the table. Additional information was received that the injury occurred during advancement. The valve remained in the delivery catheter system (dcs) and was not implanted. Additional information was received that per the physician, the cause of the injury and death was the aortic root rupture from the injury related to the dcs due to the difficulty crossing the native valve over the non-medtronic guidewire. Additionally, the physician reported that the injury was not survivable and the patient was elderly so extreme resuscitation attempts were not pursued per the patient's wishes. The patient's anatomy had a slightly horizontal aorta and there was calcium above the right coronary artery that was suspected to be the site of the aortic tear; however, severe calcification was not present.

Manufacturer narrative:
Updated data: b5. Third paragraph added h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolutfx-29 valve and the d-evolutfx-2329 delivery system, an injury occurred to the ascending aorta while attempting to cross the sinotubular junction (stj) with the delivery system. The injury was confirmed through angiography, and there was extravasation from the ascending aorta. Unfortunately, the patient died on the table. Additional information was received that the injury occurred during advancement. The valve remained in the delivery catheter system (dcs) and was not implanted.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolutfx-29 valve and the d-evolutfx-2329 delivery system, an injury occurred to the ascending aorta while attempting to cross the sinotubular junction (stj) with the delivery system. The injury was confirmed through angiography, and there was extravasation from the ascending aorta. Unfortunately, the patient died on the table.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-29 (j162230); product type: 0195-heart valves; implant date (B)(6) 2025; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.